Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed button error. Customer's blood glucose levels were not included in the report. Product is being returned and replaced.

Manufacturer narrative:
All of the buttons are functioning properly however, found corroded keypad traces and with a severely scratched display window noted. No button error alarm during our testing. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and cracked case near the display window corners.